Event description:
It was reported that the patient underwent a surgery in which an ambicor penile prosthesis (app) was removed and replaced with an inflatable penile prosthesis (ipp) because the device was no longer working. No patient complications were reported.